Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with moderate calcification, heavy tortuosity and 90% stenosis. The 4.0x23 mm xience sierra stent delivery system failed to cross due to the anatomy. A guide catheter extension was applied but again the xience sierra sds failed to cross and due to friction in the guide catheter extension during advancement and removal, it almost became stuck so the sds and guide catheter extension were removed. An 18 mm xience sierra sds was used with a different guide catheter extension to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
Device code 2017 - re-insertion. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the sds was inserted into the anatomy, removed, and then reinserted back into the anatomy. It should be noted that the xience sierra instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties are related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.